Event description:
Caller reported that the pump battery depleted too quickly. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.